Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient reused a cassette and experienced a sanitary problem. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. Physioneal therapies were ongoing. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.